Event description:
It was reported that suture placement was attempted in the moderately to heavily calcified left common femoral artery (lcfa) and right common femoral artery (rcfa) using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr and during the aaa procedure, the sheath was upsized to a 14fr sheath. Reportedly, one cuff miss occurred in the lcfa and a suture of a second proglide was used with the same results. Reportedly, a cuff miss occurred in the rcfa and a second device was used with the same results. Manual arterial compression was applied on both access sites to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) unused representative samples with the same part and lot number were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in a common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.